Event description:
During induction of a patient, there was a failure of o2 delivery from the anesthesia machine to the patient. The machine had been checked out and passed all tests that morning. The patient was immediately intubated. After review of the issue, it was determined that the problem was caused by the co2 absorber canister was not seated properly which caused a leak in the circuit system. When the co2 absorber canister was replaced, a system test was not completed. This was a user error. We were told to report user errors as they might be a design flaw or training opportunity for the equipment. There was no injury to the patient.